Manufacturer narrative:
The ge service representative conducted an onsite investigation. The x-ray control board was replaced and the calibration and configuration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce an x-ray intermittently. No patient injury was reported.